Event description:
Had dow corning silicone gel implants under the muscle implanted in late 1980's. At that time there was no mention they needed to be replaced hence they are still implanted. Started having major health problems approx 4 years ago. Numerous drs and tests done with no diagnosis other than costochondritis. Fatigue and pain are debilitating. Insurance won't pay for removal because cosmetic implantation. Now trying to find a way to be explanted so I can regain some of my health hopefully.